Manufacturer narrative:
The device was evaluated by an authorized service technician. The technician function, cycle and weight tested the unit and found no damages and/or issues that would have contributed to the cot lowering unexpectedly. The cause of the incident was attributed to the operators inability to maintain control of the stretcher during the off-loading of the stretcher from the ambulance. No further details were provided pertaining to the alleged injury and/or medical treatment sought. The device was cleared to return to service.

Event description:
The complainant reported while unloading a patient from the ambulance, the patient made a sudden movement allowing the operators to loose control and the stretcher to lower unexpectedly. The patient alleged sustaining a minor abrasion and sought medical treatment. No additional details were provided.